Event description:
It was reported that the balloon ruptured. A 7.0mm x 40mm, 135cm ranger balloon was selected for use. During the procedure, the balloon ruptured when the deflated balloon was withdrawn from the 5 french airlock. There were no patient complications, and the procedure was completed successfully.

Event description:
It was reported that the balloon ruptured. A 7.0mm x 40mm, 135cm ranger balloon was selected for use. During the procedure, the balloon ruptured when the deflated balloon was withdrawn from the 5 french airlock. There were no patient complications, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation by manufacturer: a ranger device was received for analysis. A visual and tactile examination of the shaft found it to be detached 170mm proximal from the distal tip. The investigator inserted a mandrel and was unable to insert it fully, as inner shaft damage was identified approximately 50 mm proximal from the distal tip. The proximal marker band was noted to have moved along with the shaft in proximal direction. A visual examination of the returned device found that the balloon had bunched in the distal section. The investigator was unable to inflate the balloon due to the shaft was detached. This concludes the product analysis.